Event description:
Philips received a complaint from a therapist, reporting that the v60 ventilator is saying patient disconnected but patient is not disconnected. There was no patient or user harm reported. The device was tested with a patient port test tube; however, the issue could not be duplicated. The error code could only be triggered when there was a disconnection to the patient port. The device was functioning as normal.